Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out and to provide a correction to the initial h3. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the slit was broken. The size of the broken piece was 1.5mm x 2.5mm. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, that when the instrument was inserted into the endoscope, or when the instrument was inserted and handled after insertion, it was inserted at an angle to the instrument and an excessive load was applied to the base of the slit, which could not withstand the load and broke, resulting in the event you have described. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: ¿angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged. Insert the endo-therapy accessory into the valve as straight as possible.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the single use biopsy valve fell into the patient's bronchus when the forceps and ultrasound probe were inserted and removed approximately 10 times during a therapeutic endobronchial ultrasound. The valve was recovered, and the procedure was completed with a similar device without any delay. The device was inspected prior to use without any issues noted. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.